Event description:
Additional information stated the patient did not have concerns with their device or therapy.

Event description:
The patient experienced a loss of therapeutic effect. She had stimulation on both sides of her body yesterday, but today she only ex perienced stimulation on the left arm and leg. The three programs that she had were used without receiving the stimulation she needed. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 399960, lot# v985426, implanted: (B)(6) 2013, product type lead; product ID 3778-75, lot# v789638011, implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).